Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via telephone call that the insulin pump was damaged by moisture and went blank. The parent did not recall the blood glucose reading. The insulin pump had been dropped in water and was exposed to fluid in the past with no visible moisture damage. The insulin pump alarmed for a button error. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. The pump also had moisture damage on the motor, keypad, battery tube and vibrator assembly. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.